Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient stopped feeling the stimulation. The stimulation was previously increased from 0.8 to 0.9. Also, the patient had a poor communication screen the day before the report. During the report, the patient saw a poor communication screen and this was resolved during the call; the patient was able to successfully connect. The patient did not have the programmer antenna over the implantable neurostimulator (ins). It was also noted that the patient still has bandages over the ins. During troubleshooting, it was noted that the stimulation was on and was on program 1 at 0.6. The patient was not having a return of symptoms. There were no further complications or anticipations reported with this event.